Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a vent inop due to blower stalled. The customer reported patient involvement is unknown and there was no patient harm.

Manufacturer narrative:
Resolution and disposition: the customer replaced the blower assembly to address the reported problem. Conclusion: the determination could not be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and if there is a relationship of the device to the reported problem. Root cause: n/a .